Event description:
The patient reported pain during needle insertion and their blood glucose levels rose to 400 mg/dl. When the pod was removed, the pod's cannula was found bent and the site was swollen. The pod was worn on the abdomen for between 5 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.